Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced infusion set tubing detached from connector, which caused the patient blood glucose levels was elevated to high, therefore patient had received correction bolus via mdi and changed infusion set. The infusion set was in use for 2 days. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.